Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to tibial pain. Intra-operatively, it was noted that there was bony ingrowth on the lateral side of the baseplate, but not on the medial side. The baseplate and insert were revised. There are no allegations against the revised insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted baseplate and insert with the presence of biological matter. There is ingrowth presence on one side of the baseplate but not the other. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's right knee was revised due to tibial pain. Intra-operatively, it was noted that there was bony ingrowth on the lateral side of the baseplate, but not on the medial side. The baseplate and insert were revised. There are no allegations against the revised insert. Rep confirmed that no further information will be released by the hospital or surgeon. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted baseplate and insert with the presence of biological matter. There is ingrowth presence on one side of the baseplate but not the other. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.